Event description:
Adon stated that when they were transferring a patient from the bed that the lift tipped over as it seemed like to lift did not center. The wheel locks were not on at the time of incident. Facility has requested an in-service for staff on the use of patient lifts.